Event description:
Patient reported right side severe pain, ¿two hypoechoic lesions at 9hr fn4.4 in right breast, 1.1cm and 0.6cm sized¿ and capsular contracture baker grade unknown. The event of ¿two hypoechoic lesions at 9hr fn4.4 in right breast, 1.1cm and 0.6cm sized¿ is not device related. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Deformation is observed. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. The date of onset is (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, cyst-ndr.

Event description:
Patient reported right side severe pain, ¿two hypoechoic lesions at 9hr fn4.4 in rt. Breast, 1.1cm and 0.6cm sized¿ and capsular contracture baker grade unknown. The event of ¿two hypoechoic lesions at 9hr fn4.4 in rt. Breast, 1.1cm and 0.6cm sized¿ is not device related. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.